Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination, but based on the returned radiographs, the reported joint instability, loosening, and migration could be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot = null. Device history batch = null. Device history review = null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Patient underwent a right tka on (B)(6) 2015 with unknown cement. Patient was revised on (B)(6) 2018 for instability, grinding, pain, loosening of the tibial base at the implant-cement interface and tibial subsidence of approx. 3 mm. Surgeon notes ¿some loosening¿ of the femoral component. Surgeon also performed a synovectomy. A tissue sample of the synovium came back positive for infection 9 days later. PICC line was placed for IV antibiotics. Notes from infectious disease doctor says it is an unclear scenario for cause of infection since workup was negative for infection prior to revision. A bone scan on (B)(6) 2017 showed increased blood flow to medial tibia which physician indicates may relate to infectious process and loosening. Doi: (B)(6) 2015, dor: (B)(6) 2018.